Manufacturer narrative:
Patient information was not provided. Date of patient death was not provided. This information will be provided in a supplemental report if made available. Serial number is unknown. This information will be provided in a supplemental report if made available. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (B)(4). As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(6) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is (B)(4). Livanova (B)(6) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication with the customer livanova (B)(6) learned that the device was placed inside the operation theatre 2 meters away from the patient field. Cleaning protocols and laboratory results were not made available. Serial number of two possibly affected units were stated. A review of the particular DHR could not identify any deviations or non-conformities relevant to the issue. Further it was reported that the two potential devices which were used during that time were already taken out of use in (B)(6) 2015 and replaced with clean devices. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(6) received a report that a patient who underwent a cardiac surgery in (B)(6) 2011 died with a mycobacterium chimaera infection.